Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose and high blood glucose. Blood glucose level at the time of the incident was 52 mg/dl treated with manual injection and insulin pen. Customer had symptoms related to the event was difficulty in breathing, tired. Customer had been using the insulin pump system within 48 hours of reported low blood glucose and high blood glucose event. Customer stated at the time of low blood glucose event she was in auto mode and during high blood glucose event she was not in auto mode. Customers last blood glucose reading was 200 mg/dl. Reservoir had air bubbles. The insulin pump will not be returned for analysis.